Event description:
It was further reported by the site that the target vessel reintervention was not related to the taxus stent placed in the index procedure. Please disregard report #6000093-2005-00721.

Event description:
It was reported that 3 days after a coronary drug eluting stenting treatment product the patient experienced a target vessel reintervention (tvr) by undergoing a coronary artery bypass grafting (CABG). The lesion being treating in the index procedure was a 3.5mm, 80% stenosed proximal right coronary artery (prox rca). The physician treated the lesion in the index procedure with predilation and successfully placing a taxus express2 8.8% 3.50x28mm drug eluting stent in the target lesion. There were no complications. 3 days after, the patient underwent CABG surgery. No further information is available, but additional information has been requested.